Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had low pacing impedance. It was noted that the ventricular bipolar impedance was lower than unipolar. The leads were capped and replaced. The new system was placed on the right side due to occlusion. No patient complications have been reported as a result of this event.